Event description:
Staff was engaging the safety catch on a bd eclipse 21g x 1-1/4" blood collection needle when the pivot point on the catch broke and the safety catch fell off leaving the needle exposed. There was no needle stick injury. The needle was photographed and disposed of in a sharps bin. Bd diagnostics. Sparks glenceo, md 21152. Us.